Manufacturer narrative:
Additional information provided. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
The patient (B)(6) came to the hospital on (B)(6) 2024 to get a glargine insulin. After returning home, the patient installed the needle for injection and found that the insulin liquid could not be discharged. The patient thought that the glargine insulin had quality problems and could not discharge liquid. On the 17th, the patient came to pharmacy department to report the situation and asked for a refund of the insulin. Due to not injecting insulin for a day, patient's blood sugar rose, patient asked for an explanation. Later, a colleague from the pharmacy department brought a brand new disposable injection pen needle to test whether it was a problem with the insulin pen. It was found that the disposable injection pen needle could not eject liquid after being inserted. After pulling out the needle, it was found that the inner needle was bent. Later, two disposable injection pen needles were taken, but still could not discharge liquid. After pulling them out, it was found that one inner needle was bent again, and the other inner needle was simply broken on the insulin pen. After contacting the manufacturer of insulin pen, the manufacturer believed that there was a problem with the quality of the needle. After changing to another brand needle, the liquid could be discharged smoothly. Call center has called the customer on june 19th and confirmed the phone number is incorrect, no relevant information could be verified. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
3 pen needles affected. Medwatch section c for the affected product is attached.